Event description:
The customer's touchscreen on their pump was cracked or shattered, rendering the screen unresponsive and black. There was no reported impact on the customer's blood glucose level. A replacement pump was sent.